Manufacturer narrative:
(B)(4). D10: unknown head unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised to convert to continuum zimmer biomet hip. The head and liner were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; g3; h2; h6; h10. No product was returned or pictures provided, visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision due to dislocation. During the procedure, the patient was revised to a continuum zimmer biomet hip. The head and liner were explanted. No additional information available for the reported event.